Event description:
Pt had power port inserted on (B)(6) 2011. Two days after port inserted chemo given with no discomfort. Two weeks later blood drawn from port and flushed. Pt complained of discomfort. Next day pt had heart palpitations and returned to hosp. Pt admitted two additional times for atrial fib. Returned to have port flushed with noted pain. Chest xray noted migrated tube. (B)(4).